Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer is experiencing high blood glucose levels. Customer's blood glucose reading was 54 mg/dl. Customer reported that there may be a problem with insulin delivery. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional tests. The insulin pump was programmed for boluses using bolus wizard per test samples in user guide and the bolus wizard functioned properly. The insulin pump delivered boluses properly and recorded them properly in bolus history. No bolus wizard anomaly or bolus delivery anomaly noted. The insulin pump was received with cracked case near lcd window corner, scratched reservoir tube window and cracked reservoir tube lip.